Event description:
A customer reported the "hundreds and tens units" were missing segments from the display. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.